Event description:
It was reported via a legal notification that a patient, initial bilateral knees implanted with optetrak logic ps polyethylene tibial inserts on (B)(6) 2016, underwent a revision procedure on his left knee on (B)(6) 2019, approximately 3 years 8 months post the initial implant procedure for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. During plaintiff¿s left knee revision surgery, the plaintiff was implanted with a recalled truliant psc tibial insert. The plaintiff¿s revision surgery was due to accelerated and preventable wear of the optetrak and truliant polyethylene tibial inserts. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Product information has been identified. As a result, the following fields have been updated: d1, d4, g4, h4, h7, and h9. Added information to e3 and e4. Furth information and/or investigation results will be provided within 30 days of receipt.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear and patient-related conditions. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.